Event description:
This spontaneous case was reported by a consumer and describes the occurrence of suicidal ideation ('suicidal feelings') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2013, the patient had essure inserted. On an unknown date, the patient experienced suicidal ideation (seriousness criterion medically significant), pelvic pain ("pain") and loss of personal independence in daily activities ("she went from being an active mother to being stuck in bed unable to move"). At the time of the report, the suicidal ideation and pelvic pain outcome was unknown. The reporter provided no causality assessment for loss of personal independence in daily activities, pelvic pain and suicidal ideation with essure. The reporter commented: consumer plans to raise an action against bayer. Amendment: the report was amended for the following reason: this record was identified to be a report from the (B)(6) not from the united states, therefore a new case was created with correct wucin: (B)(4) to which all information was transferred, then this bayer record # (B)(4) will be deleted from bayer safety database. No new follow-up information was received from the reporter. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.